Event description:
The pt has two leads (from the same lot). It was reported, the pt is no longer receiving adequate coverage. Reprogramming by an sjm rep was unsuccessful. An impedance check was performed and revealed invalid contacts. The pt will undergo x-rays on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.